Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-may-2021. The most recent information was received on 16-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('diffuse lower back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2021, the patient experienced back pain (seriousness criterion medically significant), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), ear disorder ("otorhinolaryngology disorder"), nasal disorder ("otorhinolaryngology disorder"), laryngeal disorder ("otorhinolaryngology disorder") and amnesia ("memory loss") and was found to have blood test abnormal ("very bad blood test results"). At the time of the report, the back pain, fatigue, depression, anxiety, ear disorder, nasal disorder, laryngeal disorder, amnesia and blood test abnormal outcome was unknown. The reporter considered amnesia, anxiety, back pain, blood test abnormal, depression, ear disorder, fatigue, laryngeal disorder and nasal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('diffuse lower back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2021, the patient experienced back pain (seriousness criterion medically significant), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), ear disorder ("otorhinolaryngology disorder"), nasal disorder ("otorhinolaryngology disorder"), laryngeal disorder ("otorhinolaryngology disorder") and amnesia ("memory loss") and was found to have blood test abnormal ("very bad blood test results"). At the time of the report, the back pain, fatigue, depression, anxiety, ear disorder, nasal disorder, laryngeal disorder, amnesia and blood test abnormal outcome was unknown. The reporter considered amnesia, anxiety, back pain, blood test abnormal, depression, ear disorder, fatigue, laryngeal disorder and nasal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.